Event description:
A number 16 gauge angio-cath was inserted for a CT angio of the chest. Prior to intravenous contrast the IV was flushed with saline without difficulty. The angio-cath was then connected to the power injector to administer the IV contrast. When the power injector started the angio-cath sheath completely separated at the catheter hub. The sheath was visible and was removed from the pt intact and without complication. The power injector functioned appropriately.